Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery. Customer blood glucose was unknown mg/dl. The customer was advised to call back in order to troubleshoot. Customer also reported via phone call that he had high blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer was treated with a bolus. Customer declined to troubleshoot for high blood glucose. The customer was to call back when he ahs time to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.